Event description:
It was reported that the lead migrated. The patient underwent lead replacement procedure. The patient did great postoperatively. Nothing will be returned due to facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Sc-2218-50 (sn (B)(6)). Sc-2218-50 (sn (B)(6)). Investigation result: the device was not returned to boston scientific for analysis. Device history record: a review of the device history record (DHR) confirmed that the device met specification prior to shipping. Labeling review: a labeling review did not reveal any anomalies as it states: "lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief." Is a known risk with the use of spinal cord stimulation (scs). Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7148175, UDI: (B)(4).

Event description:
It was reported that the lead migrated. The patient underwent lead replacement procedure. The patient did great postoperatively. Nothing will be returned due to facility policy.